Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced discomfort and dizziness with device use; however, the issue could not be resolved. The device was explanted on (B)(6), 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
This report is filed june 19, 2015.